Event description:
Per the clinic, the patient experienced (B)(6) infection. Treatment with antibiotics was attempted; however, the issue could not be resolved. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed (B)(4) 2014.